Event description:
Boston scientific received information that high out of range impedances as well as a failure in pacing were noted on this right ventricular (rv) lead. The patient was not symptomatic due to an underlying rhythm. The physician suspected a fracture of this lead. A revision has been scheduled. No adverse patient effects were reported.

Event description:
Subsequently, during the revision procedure a lead fracture was confirmed. The lead was surgically abandoned and remains implanted. A new lead was successfully implanted without reported difficulty.

Manufacturer narrative:
Should additional information become available this event will be updated.